Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump would load all of the insulin out of the pump and alarm ¿cartridge not detected.¿ it was noted that multiple cartridges were used with the same result. Reportedly, there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/21/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/07/2014 with the following findings:a review of the pump¿s black box history showed that a ¿no cartridge detected¿ alarm was recorded. The force sensor calibration reading was found to be within the required specifications. The pump case was removed and the force sensor plate and the force sensor flex were found to be corroded. The complaint of the pump pushing all the insulin out of the cartridge and emitting a ¿no cartridge detected¿ alarm was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.